Manufacturer narrative:
(B)(4). The injection port with the locking connector and 3.8 cm of catheter were returned for evaluation. Note that the tubing strain relief (tsr) was not returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in unlocked position, hooks were retracted. Locking connector was in locked position. No biological debris were observed around hooks or inside of the actuator ring. Upon microscopic evaluation, it was observed that the septum was punctured 1 time; it was also observed that the port body (where the injection port lot number is etched) was punctured several times. (Confirms that the port has flipped). During the microscopic evaluation of the locking connector, it was observed that scratches was present on the locking connector. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted. Injection port was fully functional. While it is not possible to draw definitive conclusions regarding root cause of the reported events, it is noted that port migration or flipped are recognized adverse events associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the products' instructions for use (IFU). Contributing factors to port displacement include patient physical activity, port location and improper port anchoring. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Review of manufacturing process was performed and it was noted that injection ports are functionally tested prior release; therefore it is unlikely that a manufacturing issue contributed at this event description.

Event description:
It was reported that 6 weeks post-op to a realize adjustable gastric band procedure, it was discovered that the port had flipped during a routine fill and was confirmed under fluoroscopy. When the port was removed, it was noticed that the hooks were not fully deployed and the strain relief separated from the locking connector and moved about an inch down the tubing. A port replacement was performed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.